Event description:
On (B)(6) 2023 mpxr 1046453 (rep, hcp, for): information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a spinal intervertebral acdf procedure at c3/4 in a patient diagnosed with cervical spondylotic myelopathy/ cervical disc herniation. It was reported that under the intraoperative image, a cage was placed using a guided inserter after the trial. A screw pilot hole was created until the screw was inserted. Finally, when an attempt was made to tighten the golden locking cap with the screwdriver, when it was rotated to 90 degrees, it did not stop and continued rotating. The physician selected whether to reinsert a new cage or to stop it at a 90 degree angle, and it was stopped when it was turned 90 degrees. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.